Event description:
During the preparation of angioguard xp (complaint product), after the filter basket was docked into the deployment sheath and removed from the coil dispenser, the physician found the filter basket was already deployed from the deployment sheath. Another product (same size, lot unknown) was used and the procedure was completed successfully. The complaint product was not clinically used. Analysis of the device indicated that there was basket damage to the membranes of the filter basket.

Manufacturer narrative:
After the filter basket was docked into the deployment sheath during preparation of angioguard xp and removed from the coil dispenser, the physician found the filter basket was already deployed from the deployment sheath. Although not reported by the user analysis of the device revealed damage to the membranes of the filter basket. One non-sterile angioguard xp was received coiled inside of a plastic bag. The received components were the wire system, deployment sheath, capture sheath and the torque device thread. The deployment sheath and the capture sheath were found bent. The torque device thread was tightened to the capture sheath hub. The coated wire was kinked and the distal coil was kinked / bent. The filter basket was expanded. When observed under microscope, the joints were found to be intact. The filter basket membrane was damaged but still attached to the struts. Blood was found in the distal tip of the deployment sheath. Also, twisted areas were found on the deployment sheath. A functional analysis was performed and despite the damages, the filter basket was docked without difficulty following procedure as per IFU. Facility, did review the device history records relative to the manufacturing, inspecting and packaging of lot 05402233. This packaging lot contained 150 units, which were shipped from facility in 2008. The history records indicate this product was final inspection tested at facility and was determined to be acceptable. The complaint reported as "delivery system_premature deployment prep" was confirmed due to the conditions in which the product was received; however, the customer reported no damages before prep. The customer also stated that no difficulty was encountered while docking the filter basket into the deployment sheath, and that after the product was removed from the coil dispenser, the filter basket was already deployed. Also, when the product was tested for docking function using proper technique, it was possible to obtain proper seating of the filter basket within the deployment sheath with no noticeable difficulty; demonstrating that there was no damage on the angioguard that could have had an adverse effect to its functionality. At this time, assignment of root cause for this complaint is speculative, and based on the information provided in the complaint documentation and the evidence presented by the specimen device; handling factors are entailed as to what impacted on the reported event. The damages found on the distal coil, coated wire, filter basket, capture sheath and the deployment sheath cannot be conclusively determined. Additionally, neither the analysis nor the DHR review suggests that manufacturing factors could have contributed to the reported failure; therefore, no corrective actions will be taken at this time. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue. With the limited amount of information available it is not possible to draw a clinical conclusion as to the root cause of the damage. However, this might have been caused during shipping, storage, or handling of the returned unit.